Manufacturer narrative:
Examination of the submitted device confirmed damage to the locking mechanism that was consistent with unsuccessful attempts to assemble the device in a mating tibial tray. Dimensional and visual review was conducted and the device met specification apart from damage that can be attributed to the surgery. Review of the device history records did not reveal any manufacturing deviations or anomalies. No evidence was found indicating product error was a contributing factor. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The poly insert would not seat in the tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.